Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic and a telemetry test revealed ventricular loss of capture for one ventricular pacing episode. The threshold measurement had gradually increased possibility due to both internal and external shocks. The threshold parameter setting was programmed to a higher sensitivity setting. The patient condition is stable.